Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 9392507, upn (B)(4) and 510k# k172199 is approved for sale in us. Product were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar spinal canal stenosis and underwent lumbar interbody fusion surgery at l4-s levels. During surgery, while inserting the cage to l5-s, the cage was broken because the entrance of the intervertebral disc space was narrow and the bone was quite hard. The reported cage was hammered strongly at the time of insertion and the cage was broken. There was a delay of less than 60 mins in procedure time as a result of alleged event. The product came in contact with the patient. No fragments of the implant are remaining in the patient. The procedure was completed successfully with another product. There were no patient complications as a result of alleged event.

Manufacturer narrative:
A microscopic review of the fracture face indicates a material overload of the implants material from a sudden impact. This type of fracture is consistent with pressure being placed on the implant during a bending moment leading to the overload of the material. The angulation of the fracture lines is also constant with this type of failure. Product image review: photos show broken implant. If information is provided in the future, a supplemental report will be issued.